Event description:
Upon dilating the lesion during a superficial femoral artery (sfa) angioplasty, the advance 35 lp low profile balloon circumferentially ruptured while using a hand inflation device. A section of the balloon separated but was successfully removed with no harm to the patient. Another device was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.